Event description:
This is a case report received on 23 jun 2009 by baxter (B) (4) from (B) (6). It was reported that on (B) (6) 2009 a cryocyte freezing container 750 ml w/label pocket (code (B) (4) batch h07j19060) was found cracked after breezing. The defect was noticed after freezing of the bag, when the bag was taken out of the freezer. There was no patient/user/other person's injury reported.

Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patent. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B) (6). Medical director. We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record )CAPA# (B) (4)). The lot reported was manufacture before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B) (4)-CAPA-(B) (4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B) (4)-CAPA-(B) (4) was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.